Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who indicated it was a vitrectomy surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One turbid syringe with the gray rubber seal ring and 25 (ga) gauge cannula were returned and visually inspected. No defects were observed on the sample. A console, representing current software versions was used to test the sample. The syringe was connected to the adapter and could fully engage. The syringe seated in the adapter and the cannula¿s seated on the syringe luer lock barb firmly and securely. The plunger in the syringe moved smoothly during operation. The sample could deliver 8.8 cc/min at 60 psig (pascal) input pressure and 1.6 cc/min at 600 mmhg vacuum. The procedure requires, at least 5.8 cc/min at input pressure, and 1.0 cc/min at vacuum. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the viscous fluid control (vfc) failed to aspirate during a surgery. The product was replaced and the surgery was completed. There was no patient harm.